Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited oversensing and/or noise, with suspected fracture. Diagnostic testing/troubleshooting was performed, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter(sic). Analyst commented, beginning (B)(6) 2015, 8 ventricular sensing integrity counts sic; high rate non sustained episodes with evidence of lead noise oversensing.